Event description:
It was observed that during the device evaluation, the subject device exhibited burns on the distal end cap. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is probable that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. This issue is detectable and preventable by handling device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope evis lucera gif/cf/pcf type 260 series operation manual chapter 4 operation: 4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.